Manufacturer narrative:
This report was initially submitted on 03/28/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that there are particulate matters found inside syringe plunger.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA: 57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct all manufacturer contact office information provided in the initial MDR [3014312726-2025-00071]. The previously reported was incorrect. The correct manufacture contact information is below. Mohanapriya kannupaiyan, qa engineer, sol-millennium medical inc 311 s. Wacker dr., suite 4100 chicago, il 60606 united states mkannupaiyan@sol.com.